Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50 x 38 synergy¿ stent was advanced to the lesion however, it was noted that the stent was not mounted on the stent delivery system (sds). It was then found out that the stent remained on the protector cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had severe damage to the struts; the struts were pulled, stretched, misaligned and distorted along the full length of the stent with the exception of three struts at one end. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was returned for analysis with the device and the ID (inside diameter) is within the stent protector (ID) specification. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. A visual and tactile examination found several hypotube kinks along the full length of the catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50 x 38 synergy¿ stent was advanced to the lesion however, it was noted that the stent was not mounted on the stent delivery system (sds). It was then found out that the stent remained on the protector cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.